Event description:
The customer reported that she awoke with a blood glucose of 530 mg/dl. She took a manual injection and her blood glucose was down to 170 mg/dl. Then, she reportedly attempted to use the insulin pump again and her blood glucose went back up to 311 mg/dl. At the time of reporting, her blood glucose was 344 mg/dl, for which she took a manual injection. During troubleshooting, the customer found a leak in either the infusion set or reservoir. The customer also reported that she received a no delivery alarm that was resolved by a complete set change. No further anomalies were found during troubleshooting. The customer was advised to change the set and that the high blood glucose was likely due to the no delivery and leaks. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).